Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified signs of repeated use (nicked or gouged) and confirmed complaint is fractured, not all pieces returned. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device has a potential field age of 9 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. This complaint was confirmed based on the returned, fracture device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). E1: full street address - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the persona cr impactor pad fractured. Another device was used to complete the surgery. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.